Event description:
Reference MFR. Report#1627487-2019-04602. Reference MFR. Report#1627487-2019-04603.

Manufacturer narrative:
Device remains implanted.

Event description:
Reference MFR. Report#1627487-2019-04602. Reference MFR. Report#1627487-2019-04603. Ipg remains implanted.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#1627487-2019-04602. Reference MFR. Report#1627487-2019-04603. It was reported that cultures came back positive for staphylococcus. Infection was resolved by explanting and replacing the leads in conjunction with antibiotics.